Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Additional issues were identified. The bending section cover glue had lifted. The scope connector had water ingress. The angulation was out of specification, and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an issue with the focus button on the evis lucera elite colonovideoscope. The issue was detected during maintenance. It was unknown if the device was inspected prior to use, whether the procedure was therapeutic or diagnostic, or whether the procedure was completed. No patient injury or procedure impact reported. During the evaluation of the device, it was noted an e315 error message (no image) occurred. This report is to capture the reportable malfunction of the e315 error message (no image) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 occurred due to user handling, as water invaded the scope connector causing abnormal electrical parts. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.